Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial ingrowth and epithelial defect on the right eye (od) on a 12 day post op exam. A brief description from the surgery center noted epithelial ingrowth and it was secondary to the epithelial defect that was present on a 3 day post op exam. The patient¿s chief complaint was of diplopia, shadowing, and blurred vision on the od. The surgery center reported the patient experienced loss of best corrected visual acuity. Topical steroid dosage was increased to resolve symptoms. Pre-op best corrected visual acuity (bcva) from (B)(6) 2017 right eye (od) pre-op 20/20 -1.00 x -.75 x 115, left eye (os) pre-op 20/20 -.75 x -1.00 x 80. Post-op bcva from (B)(6) 2017, right eye (od) post-op 20/40, left eye (os) post-op 20/20.